Manufacturer narrative:
Device evaluation: accordingly, we would like to give a summary of our results regarding the reported issue. During the technical investigation, the item was found to have a broken mouthpiece. Slight contamination and signs of corrosion were visible at the respective break points. These findings indicate that the break did not occur suddenly, but rather over a longer period of time. Due to the advanced age of the products, it can be assumed that both items were in clinical use for many years and fulfilled their intended function during this time. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that forceps are found broken after the medical procedure. No negative impact in state of health reported. Cross reference MDR: 9610617-2026-00034. 9610617-2026-00035.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).